Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 70 to 170 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test declined. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 04/14/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 01:133mg/dl (B)(6) 2015, 3:00 pm. 02:165mg/dl (B)(6) 2015, 12:00 pm. 03:111mg/dl (B)(6) 2015, 08:00am. 04:117 mg/dl, (B)(6) 2015, 04:00pm. 05:144 mg/dl (B)(6) 2015, 12:00pm.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user has inaccurate reference.